Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I tsh result reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I tsh result reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded complaint lot is performing as expected. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I tsh result reagent lot 73339ud00.

Event description:
The customer reported false decreased alinity I tsh and provided the following data: on (B)(6) 2025, sample ID (B)(6) was processed on alinity I analyzer (sn: (B)(6). The initial result was <0.008 miu/l and repeat results were 0.019 miu/l & 0.355 miu/l. Customer reference range: 0.35 - 4.94 miu/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.